Manufacturer narrative:
The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The sabina lift should be subject to periodic inspection at least once per year according to the device IFU, (7en155106 rev. 2). It is unknown if the account performed any preventative maintenance on this lift. The periodic inspection for mobile lifts and sit-to-stand lifts (3en371001, rev 5) states: ¿ press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. ¿ turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The hrc technician replaced the control box to resolve the issue. Based on this information, no further actions are required. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift¿s emergency stop on the control box was damaged and not functioning. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).